Event description:
It was reported that the fast stop on the remote user interface of the 9900 system would not work. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fast stop was repaired during the service call. The system was tested and found to be working as intended and put back into service. This MDR is related to ge healthcare complaint number.